Event description:
(B)(4). Updated side effects: sleep paralysis (constant), heavy numbness like my arm was no longer attached to my body, chronic fatigue, severe body aches and pains random in legs, back, wrist, ankles, toes, fingers, shoulder, pelvic pain, consistent cramping, painful intercourse, feeling like my insides are going to fall out, brain fog, difficulty remembering short term, impulsive decision making, racing thoughts, suicidal thoughts, blurred vision, deterioration of vision, etc.

Event description:
(B)(4). Ongoing body pains and aches, joint pain stiffness, burning sensation in toes, numbness in fingers and toes, chronic fatigue, insomnia, mental health spiraling, pelvic pain, painful intercourse, vaginal discharge, headaches, mental fog, loss of concentration, short term memory loss